Event description:
It was reported that the intellivue mx450 displayed "loudspeaker equipment fault" error message. It is unknown if there was still sound coming from the device at the time of the inop. The device was not in clinical use at time of the event. There was no adverse event reported.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24-sep-2016, so no UDI is required. E1: (B)(6). A philips remote service engineer (rse) helped to perform the alarm test and found that when the device was turned on, no speaker malfunction inop nor other error message was found. The rse concluded that the failure occurred intermittently, but the speaker was still replaced as a precaution. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
No response of additional information request was received to confirm if the device had audible sound at the time of the inop. Based on the information available and the testing conducted, the reported problem was not confirmed.